Event description:
During evaluation of a returned homechoice device, a high drain error 110 (night drain #10) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 09:04:41. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.